Event description:
Technician alleged that the power cord plug was giving a high ground resistance reading. No accident reported.

Manufacturer narrative:
The technician replaced the power cord plug head to resolve the issue.